Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended lock lever movement during preparation. It was reported that during preparation of the clip delivery system (cds) the lock lever had unintended movement. The physician did not feel comfortable and the device was not used. A new cds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported issue of unintended lock lever movement was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for unintended lock lever movement. There is no indication of a product issue with respect to manufacture, design, or labeling.